Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be a shorted diode, designator cr30 which was shorted from pins 5 to 9.

Event description:
The customer initially reported that the defibrillation energy on the customer's device was out of calibration and delivering at incorrect energy levels. After an evaluation of the device, it was confirmed that the device was delivering a monophasic defibrillation shock which indicates a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.